Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced and was hospitalized for diarrhea and peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with the therapies was not reported. As a result of the peritonitis the patient experienced cloudy effluent and a fever. The cause of the peritonitis was the diarrhea. The patient was treated with vancomycin and ciprofloxacin for peritonitis. The patient recovered from the peritonitis.